Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issues identified with the hypotube shaft. No kinks or damages on polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole 3mm distal to the proximal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres using the encore inflation unit, however, a leak was noted coming from a pinhole in the distal section of the balloon. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.